Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The patient was treated for the peritonitis with reflin, 1gm and fortum, 1gm (routes, frequencies and dates were not reported). The outcome of the event was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.